Event description:
IT WAS REPORTED THAT SHAFT BREAK OCCURRED. THE TARGET LESION WAS LOCATED IN THE CORONARY ARTERY. A 10MMX2.00MM WOLVERINE CORONARY CUTTING BALLOON WAS SELECTED FOR USE. DURING THE PROCEDURE, THE DEVICE COULD NOT BE DELIVERED INTO THE VESSEL. THE CATHETER WAS WITHDRAWN FOR INSPECTION, AND IT WAS DISCOVERED THAT THE DELIVERY ROD OF THE CUTTING BALLOON CATHETER HAD BROKEN. THE PHYSICIAN ABANDONED IT AND IMMEDIATELY WITHDREW THE PRODUCT. AFTER INSPECTION, IT WAS FOUND TO BE INTACT WITHOUT ANY RESIDUAL IN THE BODY. THE PROCEDURE WAS COMPLETED WITH A NEW DEVICE. IT WAS FURTHER REPORTED THAT THE DEVICE WAS FRACTURED PRIOR TO THE PROCEDURE. THE DEVICE WAS NOT INTRODUCED TO THE PATIENT'S BODY.

Event description:
It was reported that shaft break occurred.The target lesion was located in the coronary artery. A 10mmX2.00mm Wolverine Coronary Cutting Balloon was selected for use. During the procedure, the device could not be delivered into the vessel. The catheter was withdrawn for inspection, and it was discovered that the delivery rod of the cutting balloon catheter had broken. The physician abandoned it and immediately withdrew the product. After inspection, it was found to be intact without any residual in the body. The procedure was completed with a new device.It was further reported that the device was fractured prior to the procedure. The device was not introduced to the patient's body.It was further reported that the patient was stable post procedure.

Event description:
IT WAS REPORTED THAT SHAFT BREAK OCCURRED. THE TARGET LESION WAS LOCATED IN THE CORONARY ARTERY. A 10MMX2.00MM WOLVERINE CORONARY CUTTING BALLOON WAS SELECTED FOR USE. DURING THE PROCEDURE, THE DEVICE COULD NOT BE DELIVERED INTO THE VESSEL. THE CATHETER WAS WITHDRAWN FOR INSPECTION, AND IT WAS DISCOVERED THAT THE DELIVERY ROD OF THE CUTTING BALLOON CATHETER HAD BROKEN. THE PHYSICIAN ABANDONED IT AND IMMEDIATELY WITHDREW THE PRODUCT. AFTER INSPECTION, IT WAS FOUND TO BE INTACT WITHOUT ANY RESIDUAL IN THE BODY. THE PROCEDURE WAS COMPLETED WITH A NEW DEVICE.

Manufacturer narrative:
E1-INITIAL REPORTER PHONE: (B)(6).

Manufacturer narrative:
E1-Initial Reporter Phone: (b)(6).